Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointe stinal/pelvic floor therapy. It was reported that the patient had experienced an infection. They put the interstim micro ins in the old pocket and the lead wire to the left. In-between the ins and the lead is where the patient thought the infection was. Along the area of new and old wire on left side of the butt. Interventional radiology was performed, they removed 12.8cc's of fluid from the patient's back where the infection was. The patient said the called it a sanoma (seroma). They had the new system put in on (B)(6) 2020 and they had been in the hospital on (B)(6) 2020. Their blood pressure was 70/0. The medical professionals did a culture but the patient left on the same day so they never got the results. They were in the hospital for five days. First, they were on cipro and tosone, and then were put on rochepin. That didn't work, as the patient still had a fever of 103 and they put the patient on two doses of bincomicin. Their temperature broke and the infection got better. The patient was sent home on doxycycline with 10 days of oral pills. They gave them 3000 units of fluid in both arms to help their blood pressure, which helped. They also stopped all medication for five days and went home on 6th day. The patient came home on wednesday. There were no device issues reported, and no further patient complications reported at this time.